Event description:
It was reported that the patient implanted with this right ventricular (rv) lead was admitted to the hospital following complaints of chest pain two days post-implant. An x-ray and echocardiogram were performed without any sign of abnormality. Upon interrogation, the rv lead exhibited increased pacing thresholds, decreased pace impedance and decreased intrinsic amplitude. High output pacing was performed causing the patient chest discomfort though there was no evidence of phrenic nerve or diaphragmatic stimulation. The rv pacing output was increased with an adequate safety margin with the physician planning further assessment at a later time.